Event description:
A nurse reported to baxter (B)(4) that during therapy a tina hemodialysis machine did not ultrafiltrate 2kg, and the home patient (hp) finished with 2kg more. The device was serviced onsite by a field service engineer. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation as the device was evaluated by a field service engineer (fse) at the customer location. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of ultrafiltration- low was confirmed during the device evaluation on site by the field service engineer (fse), and the root cause was determined to be a damaged 2 way valve of the flow system. A device history was conducted and no issues were found related to the ultrafiltration- low in the logs during the manufacture of the lot or serial number.